Event description:
The user facility reported an impella cp in a 65 year old female for seizure with st elevations support, which was noted on electrocardiogram. Impella cp implanted post percutaneous coronary intervention of the left anterior descending artery. Nurse described bleeding at the site with a drop in hemoglobin and blood given.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: bleeding at the site with a drop in hgb. Multiple mds consulted, and blood given. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.